Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the leak. Microscopic examination of the unit revealed that there was an insufficient amount of solvent or the solvent is not evenly distributed when applied to the tubing prior to bonding the components. The root cause was determined to be a manufacturing defect: operator error during the manual solvent bonding process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor leaked during filling. The device was being filled with a solution of an unknown anaesthetic. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.